Manufacturer narrative:
Pump serial numbers: (B)(4). Cartridge lot numbers: m102672, m017775, m021826.

Event description:
Quarterly summary report for alleged cartridge leaking: it was reported that the cartridge was leaking insulin or insulin was observed on or around the pump. Issue was resolved by loading a new cartridge or continuing to use the same cartridge. There was no adverse effect.